Event description:
Clinic notes from the physician indicate that after having two break-through seizures on (B)(6) 2012, the patient had no seizures until a break through seizure occurred on (B)(6) 2012. Per the notes the patient's mom stated that this was a "bad one", as the patient fell and the patient's right face became swollen with a hematoma. The patient experienced another break-through seizure on (B)(6) 2012 which resulted in damage to the od (assumed to be occular dexter) and face. The patient was hospitalized for four days due to this seizure. A note on the (B)(6) 2012 notes stated that vns testing performed that day showed that the generator was nearing end of service and it was recommended to replace the vns as soon as possible. It is unknown if the generator being at end of service is related to the break-through seizures. The patient's generator was replaced on (B)(6) 2012 for both prophylactic and eri=yes reasons. No information has been provided regarding the relationship of the break-through seizure frequency to pre-vns levels or the relationship of these seizures to vns. Attempts for additional information have been made; however they have been unsuccessful.

Event description:
Additional information was received which found that the patient's device was at eos = no when last interrogated on (B)(6) 2012, prior to the patient experiencing the breakthrough seizures. Follow up with the physician found that the breakthrough seizures were not considered an increase in seizures. It was stated that these seizures were below pre-vns baseline levels and were unrelated to vns. In order to try and control the seizures, the vns was optimized. No additional information was provided.